Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction surgery, the camera head was producing a blurry picture. Since a back-up device was not available, another one had to be sent from the office; the surgery was delayed for more than 1 h as consequence; however, the patient was not harmed.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.